Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for unknown side. Device status is unknown and will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3, b.5, b.6, d.1, d.2a, d.2b, d.4, d.6a, d.6b, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture" confirmed by ultrasound and MRI. This record is for the left side.

Event description:
Device is not PMA approved, un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.